Event description:
Md was performing a left fistulogram on patient's forearm. Local anesthetic with lidocaine 1% over the arterial end of the graft was administered to the patient. Graft was then accessed directly with a micro-puncture needle aimed towards the venous outflow. Md upsized to a micro-puncture sheath over wire. Initial images were obtained through the micro-puncture sheath. There was a sizable pseudoaneurysm in the venous stick site of the graft. In addition, there was severe outflow vein stenosis in the brachial vein 70 to 90%. There is a previously placed stent within the brachial vein which had 70 to 80% in-stent stenosis. Centrally there was no evidence of any stenosis identified. Md advanced a bentson wire through the micro-puncture sheath and upsized to a 7 french sheath. The wire was advanced through the brachial vein in the in-stent stenosis area. Next, the md did balloon angioplasty of the brachial vein and the in-stent stenosis with an 8mm x 80mm balloon taken up to 18 atm for the first inflation for 2 minutes. Balloon was then deflated and moved to cover the entire area of stenosis and the second inflation was taken up to 24 atm before the balloon was fully profiled and this was held for another 2 minutes. Balloon was then deflated and retrieved. Fistulogram was performed. This showed a good result with some mild residual stenosis in the brachial vein but no high-grade stenosis. Next md proceeded with treating the large pseudoaneurysm at the venous stick site. Md advanced a vertebral catheter over the bentson wire and into the brachial vein. The bentson wire was removed and switched to a rosen wire. Following this, the 7 french sheath was removed and upsized to an 8 french sheath. Next, the area of pseudoaneurysm was identified. Initially it was planned to deploy a 7mm x 60mm bard fluency stent graft. However, once this stent graft was in appropriate position the deployment mechanism failed and the stent did not deploy successfully. The stent and the deployment mechanism were removed in their entirety. We then switched to a 7mm x 40mm bard fluency stent graft which deployed without any difficulty. This was post-dilated with an 8mm x 80mm balloon. While the balloon was inflated a retrograde injection was performed in the arterial anastomosis and proximal graft were intact with no stenosis. Balloon was then deflated and retrieved. Completion fistulogram showed an excellent result with the pseudoaneurysm being completely sealed.